Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the white hub separated from the extension line. No patient injury or complication reported. The patient required another procedure to exchange the line over the wire. It was reported therapy was delayed. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4) the customer returned one 2-lumen PICC for evaluation. The catheter body appeared to be intentionally trimmed. Visual examination revealed the proximal luer was completely separated from the extension line. No extrusion was found inside the luer hub. A small indentation was detected at the proximal end of the extension line where the hub was molded to the lumen. The total length of the catheter body measured to be 9.06" which indicates at least 12.44" were trimmed and not returned per product drawing. The total length of the proximal extension line measured to be 2.83" which is longer than the specifications 2.07-2.13" per product drawing. This indicates that the entire extension line was separated from within the luer hub. A manual tug test confirmed the distal lumen was fully secured within the hub. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. " the customer report of a separated luer hub was confirmed by complaint investigation of the returned sample. A device history record review was performed with no relevant findings. Based on the condition of the sample received, manufacturing caused or contributed to this event. A non-conformance has been initiated to further investigate this issue.

Event description:
The complaint is reported as: the white hub separated from the extension line. No patient injury or complication reported. The patient required another procedure to exchange the line over the wire. It was reported therapy was delayed. The patient's condition is reported as fine.